Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the breathable film of the nasal tubing was torn. A lot check was not performed as lot information was not provided. Conclusion: the nasal tubing appears to have been pulled, causing the leak reported by the hospital. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the end part of a bc191 flexitrunk infant nasal tubing was coming apart, causing it to leak. This was observed before use on a patient.